Event description:
It was reported that the patient presented via remote transmission. Review of the transmission revealed that the right ventricular lead exhibited noise. No changes in impedance, hv lead impedance and r wave was noted. The patient presented in clinic. Upon interrogation the right ventricular lead exhibited multiple episodes of noise on the sense/pace portion. The patient presented to the lab on (B)(6) 2017. No externalized cables were noted. The lead was capped and replaced successfully with a new lead on the right side due to no access to the left subclavian vein. The patient was in a stable condition before, during and after the procedure.